Manufacturer narrative:
Product event summary: the actual lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) and the svc (superior vena cava) defibrillation coils was beyond the expected upper range, the analyst noted that beginning (B)(4) 2014, the impedances spiked to 254 ohms from 35 and 41 ohms respectively. (B)(4).

Event description:
It was further reported that the rv lead exhibited a possible fracture, and the left ventricular (lv) lead exhibited high impedances, a failure to capture, and a possible fracture as well. The lv lead was reprogrammed, and the rv lead will be explanted and replaced. No patient complications have been reported as a result of this event.

Event description:
It was reported that both the right ventricular (rv) defibrillation and superior vena cava (svc) impedance on the rv lead were high. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5071-53 lead, implanted: (B)(6) 2005; a d314trm ICD, implanted: (B)(6) 2013. (B)(4).